Manufacturer narrative:
H.6. Investigation: customer returned (6) loose 1cc, 12.7mm syringes. Customer states that the syringe was too hard to use. All returned syringes were examined and 5 out of 6 samples exhibited a deformed stopper in the barrel. A review of the device history record was completed for batch# 9014514. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Therefore the root cause is unable to be determined.

Event description:
It was reported that it was difficult and were unable to be use a bd syringe 1.0ml 29ga 1/2in. The following information was provided by the initial reporter, translated from japanese to english: customer complained the syringe was too hard to use.

Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that it was difficult and were unable to be use a bd syringe 1.0ml 29ga 1/2in. The following information was provided by the initial reporter, translated from (B)(4) to english: customer complained the syringe was too hard to use.